Event description:
Pt states that he was asleep using his CPAP device and nasal pillows mask when he was suddenly awoke due to "being shocked several times by his CPAP equipment." He jumped up and pulled the mask off and felt a "tingling all over his body." He felt weak and his heart was pounding. His wife was awakened also and saw that he had welts and red marks around his forehead and eyes and his one eye was deep red. He stated that it felt like the tube and mask shocked him a few times. He stated there was a "hot smell in the room." The pt thought the humidifier hot plate had arced and shocked him through the tubing. The pt is a recent transfer of care to our company from another dme. We observed that his right eyeball was completely red and there were red abrasions around his eyes and on his forehead. We looked at the nasal pillows and CPAP machine. The nasal pillows had black soot like substance in and around the base of the pillows. The humidifier heating plate looked pitted. The device and mask were provided by his former dme company. The pt would not let us keep the equipment and would not let us return it to the manufacturer. He was on his way to see his physician for his injuries and did not want to give up possession of the CPAP or mask. We replaced the mask and CPAP device with new equipment.